Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/30/2009 that a customer had a problem with a dialysis catheter. The customer reports the patient (B) (6) was admitted to the hospital on (B) (6)2009 following a dialysis treatment, with symptoms of a stroke. It is reported, patient had clots located in right atrium attached to the palindrome catheter. Patient was discharged from hospital with catheter still in place.